Event description:
An autotome was used for therapeutic purpose. The day after the procedure, the pt started bleeding from the papilla. The bleeding was stopped with a fluid that halts bleeding and an ebd tube was placed for protection. It should be noted that it cannot be confirmed the bleeding is a result of product malfunction. There is no further information regarding this event